Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference number: 2017865-2019-03729. It was reported that the device was explanted due to unspecified issue. Pocket debridement was performed. The patient was in a stable condition.

Manufacturer narrative:
Should have been april 9, 2019 and notfeb 26, 2019 as previously reported.